Manufacturer narrative:
The blood tubing set involved in this incident was not available for investigation and the lot number could not be provided by facility.

Event description:
While hospitalized, a patient experienced two reactions consistent with type a dialyzer reactions within minutes of initiating a dialysis treatment. The dialyzer was changed to a baxter cahp 210 reuse dialyzer for the next two treatments and the patient tolerated the treatments with no further problems. During the next dialysis session, the patient was inadvertently placed at the wrong station where a revaclear max dialyzer was set up. Approximately 5 minutes into the dialysis treatment the patient coded. The blood from the extracorporeal circuit was not returned to the patient and treatment ended. The patient was successfully resuscitated. This was the third dialyzer reaction during this hospitalization. (Reference MDR MFR 8030638-2013-00010 and reference MDR mfr8030638-2013-00011).